Event description:
On (B)(6) 2012, it was reported that on (B)(6) 2012 the pt woke with a blood glucose level of 549 mg/dl. She called the emergency doctor and the doctor took her to the hospital. When she arrived at the hospital, her blood glucose level was 593 mg/dl. The pt's nurse thinks the infusion device functions properly, but she saw large air bubbles in the system. The pt received injections of insulin, given by her doctor, to correct her elevated blood glucose levels. The infusion device's history shows e2 (battery empty) and it does not show e4 (occlusion error). The infusion device was requested to be returned for eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.